Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 g5: k031216 g5: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Manufacturing site evaluation: investigation ongoing. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that the suture broke. While extracting it from the cassette, it snapped. This occurred prior to a veterinary procedure. No additional information was provided.

Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of the same code-batch. We have not received the involved cassette for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.